Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the adverse event statement was: patient had hip replacement surgery (B)(6) 2016. Patient had revision surgery (B)(6) 2017, due to dislocations. Revised dynasty biofoam shell, dynasty a-class liner & biolox delta femoral head. Replaced with lineage/transcend femoral head and another manufacturer's shell and liner.